Manufacturer narrative:
(B)(4). Batch # l5475k. Additional information was requested and the following was obtained: were the staples observed in the packaging with the reload prior to the packaging being opened? After packaging opened. Did the staples fall out of the reload after it was opened? Yes. How was the procedure completed? Opened another tr60 and continued. Photographic analysis: a revised detail of the photo showed that one tr60 cartridge reload is on a plastic bag, one loose staple can be appreciated, the staple appears to be unformed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The analysis results showed that one tr60 reload was received unfired. The returned reload was loaded into a test device. The reload was tested for functionality with a test device and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. However two staples were missing from the staple line, the missing staples does not create a fluid path or compromise the integrity of the staple line. While no conclusion could be reached as to how the staples became missing. It is possible that the package was not opened using the sterile technique. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected base. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an open colectomy procedure, a newly opened reload was opened and the scrub nurse found two staples on the table. Unknown how case was completed. There were no adverse consequences for the patient.